Manufacturer narrative:
This report is being supplemented to provide additional information and legal manufacture's (lm) investigation results. Based on the results of the investigation, and since the device was not returned for evaluation, it is presumed due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the telescope's latch had fallen off. The issue occurred during preparation for use. There was no patient or procedure involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.